Event description:
The customer reported that the 9600 system had a collimator stuck error message outside a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The collimator mounting was adjusted to prevent binding during the service call. The system was tested and found to be working as intended and put back into service.